Manufacturer narrative:
No patient information provided as no patient was involved in this concern.: a medtronic representative went to the site to test the equipment. Testing revealed that tilt drive assembly and the gantry motion controller were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The components have been received by the manufacturer for evaluation. However, results are not available at this time. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system would not perform tilt functionality of the gantry. It was noted that the gantry could perform all other motions and that the gantry motion controller was homed when the issue occurred. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the gantry motion controller was completed by medtronic personnel. The controller was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The tilt controller analysis was completed by medtronic personnel. Testing found the unit did not pass motor to motor isolation testing due to a short within the internal signal wires. If information is provided in the future, a supplemental report will be issued.